Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a customer using the ilet bionic pancreas experienced recurrent low blood glucose readings, with values in the 40s over multiple days, despite not announcing meals and believing the device might need a reset or adjustment. Symptoms included hypoglycemia. Outcomes included use of oral glucose for correction and no medical intervention or hospitalization. Investigation included review of device alerts and internal records. Investigation of this case revealed the cause of the hypoglycemic events was unclear. It was concluded that the device function could not be fully assessed without further evaluation and that the cause remained undetermined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.